Manufacturer narrative:
Eval summary: the analysis results found that the lcsc1 device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Additionally, the device was received with the clamp arm broken at the pin that holds it to the inner tube. No pieces were missing.

Event description:
It was reported during a hemicolectomy/bowel resection procedure that the instrument ceased working after 15 minutes. Replaced with a fresh shear. There was no adverse pt consequence.